Event description:
On (B)(6) 2011, the lay user/patient's daughter contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch ultra2 meter was prompting an error message (specific error # not recalled). The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. The patient's daughter reported that the alleged error message began to appear on (B)(6) 2011. The csr noted that the patient tests 2x/day and manages her diabetes with oral medication (1 pill of glyburide daily). The reporter claimed that the patient continued to take her usual oral medication despite not being able to test with the subject meter. On (B)(6) 2011 at approximately 11am, the reporter stated that the patient developed symptoms of 'shaky, tremors and was not making sense'. The reporter mentioned that the patient lives in a home care. At the onset of symptoms, the patient was provided juice and a muffin by home care assistance. After the treatment was provided, emergency services was contacted. When the paramedics arrived, the reporter claimed the patient's blood glucose was '6.7 mmol/l (121 mg/dl)' when tested with an ems meter. The reporter stated the patient was taken to the hospital where they ran further tests (monitored heart, performed x-rays and did blood/urine tests). The patient's daughter did not know if the patient's blood glucose was tested when she arrived to the emergency room; however, confirmed she did not receive further treatment for a low glucose while in the hospital. At the time of troubleshooting, the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k053529.

Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter was tested and no faults were found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. On (B)(6) 2011, the test strips were tested and the primary complaint was not confirmed. The retain test strips were tested and they passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.